Event description:
It was reported the pump had volume discrepancies a few times. One time the expected volume was 2.8 ml; the actual volume was 5 ml. The pump was replaced. Patient status at time of this report was alive; no injury. The pump was delivering prialt and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n148765, implanted: 2008-(B)(6), product type accessory, product ID 8709, lot# j10834r68, implanted: 2001-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found pump motor o-ring wear. Analysis found residue in the pinion. Analysis found residue on gear three¿s o-ring on the top bridge. Correction: (B)(4).